Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (unable to run d&t) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming testing.